Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in line) alarm, which occurred on the home choice (hc) during use, during dwell 1 of 5. The home patient (hp) stated that he had turned the machine off and disconnected from the machine. The baxter technical service representative (tsr) had the hp turn the machine on and check the alarm log. The tsr found on (B)(6) 2012 at 11:19 a system error 2367 occurred. The tsr found on (B)(6) 2012 at 11:17 a system error 2240 occurred. Tsr explained the alarms and asked how many bags were connected to the machine. The hp stated that one bag was on the red line and one bag was on the blue clamp line. The tsr had the hp check the white clamp on the supply line. The hp stated that the clamp was open. The tsr explained the alarm and the possible causes. The tsr explained that the hp would need to keep any unused supply line clamps closed. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.